Manufacturer narrative:
The used device could not be analyzed because it was discarded by the user facility. No abnormality was found in the quality records of the suspect product lot. Consequently, the root cause of the event could not be identified because enough info is not available about it. During dialysis, the pt was asymptomatic. The pt died the next day of the treatment. The info available is inconclusive as to the association of the pt's death and the dialyzer.

Event description:
The pt treated on the hemodialysis using rexeed-18sx on (B)(6) 2009. During the treatment the pt was asymptomatic. The pt died in hospital on (B)(6) 2009.